Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the communication between the endoscope and video system center has failed. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection the camera head was exhibiting error code e216. The user tried restarting the system, cleaning the connector and refixed, and the same error remained. There were no reports of patient involvement.